Event description:
It was reported that the patient's atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis found that a complete lead was returned in one piece measuring 51.8cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.